Event description:
It was reported that this right ventricular (rv) lead was suspected of micro perforation as the patient feeling the pacing upon sitting down and upon left side lying down. In addition, the health care professional (hcp) could feel the thumping with patient in sitting position. Technical services (ts) suggested getting a chest x ray to view placement of the lead tip. At this time, this rv lead remains in service. No additional adverse patient effects were reported.